Event description:
Additional information was received that the patient did not recover and subsequently passed away on (B)(6) 2016. The cause of death was due to circulatory failure due to septic shock. The rv lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure it was hard to insert the right ventricular (rv) lead and the physician rotated the lead body and stylet many times which extended the helix. The patient's blood platelet was low and blood clotting was not easy. A few day after the implant, cardiac tamponade was confirmed. It was suspected the extended helix damaged the tissue and caused cardiac tamponade. No additional adverse patient effects were reported.